Event description:
It was reported the "needle did not retract" after completing a blood draw.

Manufacturer narrative:
It was reported the "needle did not retract" after completing a blood draw. The user attempted to use the push button on the 21g butterfly needle, pushing button 3 times. No injury, medical intervention, serious injury, or follow-up care has been reported.